Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, 100% stenosed lesion in the right superior femoral artery (sfa). An ht command 18 guide wire (gw) was removed from the anatomy when it was noted that the black polymer coating was peeling up off of the wire and appears to have some separation. A non-abbot device was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection were performed on the returned device. The reported material separation was confirmed. The reported peeled/delaminated could not be confirmed; however, it is possible that the noted polymer damage is the damage the account was reporting. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported material separation (polymer) appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.